Event description:
Caller reported the unit did not provide an audio tone during the post (power-on-self-test). There was no pt involvement.

Manufacturer narrative:
Device evaluation is pending. This unit includes a back up speaker that is designed to sound in the event of a primary speaker failure. Details around which speaker failed, and whether the back-up speaker sounded are unavailable. A follow up report with the results of the investigation will be provided.